Manufacturer narrative:
All available information was investigated, and the reported inability to raise a single gripper due to a broken gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported inability to raise a single gripper is due to the broken gripper line. A cause for the reported broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail and dilated left atrium. A mitraclip xtw (51006r1126) was inserted was grasping was performed. However, difficulties visualizing the clip occurred, and after the second grasp, interaction with the clip and anterior leaflet, and difficulty retracting the clip into the left atrium (la) occurred. Troubleshooting was performed, and the clip was eventually maneuvered into the left atrium, repositioned, and grasping was performed. However, on the first regrasping attempt, it was observed that the anterior gripper would not lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined, and the gripper was observed to be bent. A mitraclip xtw (51015r1092) was prepared per the instructions for use and inserted without issues. However, while in the valve, it was observed that posterior gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined. On inspection one of the gripper lines was observed to be snapped next to the gripper arm, and was never removed. It was noted that the gripper line broke between system preparation and gripper orientation check. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail and dilated left atrium. A mitraclip xtw (51006r1126) was inserted was grasping was performed. However, difficulties visualizing the clip occurred, and after the second grasp, interaction with the clip and anterior leaflet, and difficulty retracting the clip into the left atrium (la) occurred. Troubleshooting was performed, and the clip was eventually maneuvered into the left atrium, repositioned, and grasping was performed. However, on the first regrasping attempt, it was observed that the anterior gripper would not lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined, and the gripper was observed to be bent. A mitraclip xtw (51015r1092) was prepared per the instructions for use and inserted without issues. However, while in the valve, it was observed that posterior gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined. On inspection one of the gripper lines was observed to be snapped next to the gripper arm, and was never removed. It was noted that the gripper line broke between system preparation and gripper orientation check. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.